Event description:
The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs was getting intermittent signals from the jb-210b input acquisition box during the operating room procedure. No one was hurt or injured during the use of this device.

Manufacturer narrative:
H10: additional narrative: the customer reported on 10/29/2018 that they were getting intermittent signal on b box port of the jb-210b breakout box for unit mee-2000a-dt; sn:(B)(6). Service requested: the customer sent in the breakout box (jb-210b; sn:(B)(6)) for repair/evaluation service provided: the breakout box was received and evaluated by qa. The following issues were duplicated: pod picks up additional noise and pod will spontaneously disconnect from amplifier. The customer was sent exchange unit for the defective unit. Investigation result: the mee-2000a-dt; sn:(B)(6) was placed into service on (B)(6) 2016, which is 2 years prior to the reported issue. A review of device history found no previously similar reported issues with the unit or nka servicing. The unit was returned, and qa evaluation confirmed spontaneous disconnect from amplifier. The js-210b breakout box is used along mee-200a. Mee-2000a service manual revision d provides troubleshooting of the breakout box and advises customer on proper action to take. The service manual also mentions checking system status as part of periodic maintenance procedure and diagnostic check procedure which should be performed once a year. The service manual involves disassembly of the breakout box. Based on the device service history, user error was prevalent. Also, qa evaluation found out the cable connectors were very loose and could be moved with finger and wiggles when the cable is inserted. This indicates that the device was inappropriately handled. This issue occurs when the end user inappropriately inserts the cable into the connector. The root cause of the issue could not be determined. The customer was sent a replacement unit on 10/29/2018 and no issue subsequent to the return has been reported for device (jb-210b; sn:(B)(6)). Corrected information: h3. Device evaluated by manufacturer? Additional information: b4. Date of this report; d4. Serial #; d10. Device available for evaluation?; f6. Date user facility/importer became aware of the event; f7. Type of report; f9. Approximate age of device; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? Additional information correction device evaluation; h4. Device manufacture date; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Manufacturer narrative:
The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs was getting intermittent signals from the jb-210b input acquisition box during the or procedure. No one was hurt or injured during the use of this device. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs was getting intermittent signals from the jb-210b input acquisition box during the or procedure. No one was hurt or injured during the use of this device.